Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, serial#: unknown, explanted: (B)(6) 2015, product type: extension. Product ID: neu_unknown_lead , serial#: unknown, product type: lead. Product ID: neu_cable/screen, serial#: unknown, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the percutaneous extension completely frayed at the grey cable connection site. When the external neurostimulator was dropped, the extension came out of the connection site. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.